Event description:
Customer reported receiving one case of acid concentrate where the case label and bottle label concentrations did not match and had different lot numbers.

Manufacturer narrative:
Device history records were reviewed for the case label product and the bottle label product. Dhrs showed a three week difference in the manufacturing of the two products. Review of the individual batch records show first and last bottle and case label to be correct and complete. Customer also had both products and lot numbers on premises. No patient injuries have been reported at this time. Bottles were noted to be different from case label and removed from case by customer. Product consumed at a later time. No conclusion can be drawn at this time. Concentrate used on customer site.